Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they believed the therapy had stopped working for them since about 3 weeks ago. The patient stated they'd been having control issues getting to the bathroom and they were back to wearing pads like they were before they got the stimulator. The patient confirmed they had not had any falls or traumas that led to the issue. The patient wanted to know if there was an appointment they could make with a manufacturing representative (rep) at the doctor's office or their house to change the therapy. They stated they had an appointment with their urologist in december and the healthcare provider had told the patient they should try to get a representative to meet the patient prior to their appointment or if not to get the rep to meet with them at the appointment to check the device before they had could decide if they should have surgery to replace the device or not. The patient stated their ins was charged up and the therapy was on, they just didn't think the "stimulation was working" for their symptoms. The patient stated they had two rechargeable devices and they knew if they let their scs device die they wouldn't feel the stimulation any longer so they always made sure the therapy was on each time they charged their ins' up. Patient services reviewed the role of the representative with the patient, gave the patient the national answering services number to provide to their health care provider (hcp) and redirected the patient to follow up with their managing hcp about the issue so the hcp could schedule a rep to be at the patient's appointment. Patient services reviewed with the patient that if they decided they needed to change to a different setting or their doctor instructed them to do so, patient services could always assist the patient in making a change, they just couldn't tell the patient what to do. The patient stated they would follow up with their hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.